Event description:
It was further reported that the patient is deceased. It was further noted that the ra and rv lead were reprogrammed. It was mentioned that suspected metabolic acidosis and hyperkalemia were contributors in part to lack of capture. It states reasons for death are unrelated to pacemaker function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac respiratory failure. The right atrial (ra) lead exhibited no capture and unders ensing triggering device classified false termination of at/af event(s) at times and inappropriate sensing. It was also reported that the right ventricular (rv) lead exhibited no capture and high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac respiratory failure. The right atrial (ra) lead exhibited no capture and undersensing triggering device classified false termination of at/af event(s) at times and inappropriate pacing. It was also reported that the right ventricular (rv) lead exhibited no capture and high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event. It was further reported that the patient is deceased. It was further noted that the ra and rv lead were reprogrammed. It was mentioned that suspected metabolic acidosis and hyperkalemia were contributors in part to lack of capture. It states reasons for death are unrelated to pacemaker function.

Manufacturer narrative:
Corrected b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.